Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery fault) has been confirmed. Upon investigation the battery pack was unable to power on a monitor and charge in a charger. Battery has been returned to supplier for root cause investigation. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A zoll patient service representative (psr) contacted zoll customer after talking to a (B)(6) male patient to report battery faults. The patient was provided with a replacement battery pack.